Manufacturer narrative:
Continued the information for section d4, serial number range ; (B)(6).

Manufacturer narrative:
A product correction letter was sent to all current customers who have a alinity s system processing module. The product correction letter informs the customer of the product issue and provides the necessary actions to take in order to prevent the issue. A future alinity s system software update and associated hardware upgrade will be implemented to enable external liquid waste tubing pressure monitoring and the display of the expected message code 5101 liquid waste high pressure detected.

Event description:
Abbott has identified an issue with the liquid waste pressure monitoring on the alinity s processing module. The liquid waste assembly is located within the liquid waste area of the alinity s system. It directs all liquid waste to a common laboratory drain outlet or receptacle via the external waste tubing. Pressure buildup may occur within the external waste tubing if the tubing becomes obstructed or if using an external waste tank and the inlet valve is inadvertently closed during instrument operation. Due to an issue with the associated pressure sensor, the alinity s system will not detect pressure buildup within the external waste tubing and the alinity s system software will not stop processing new test requests or generate message code 5101 (liquid waste high pressure detected). There is no impact to donor / patient results however, failure of the alinity s system to detect pressure within the liquid waste tubing line can cause the potential for biohazardous exposure and / or operator injury (contact with liquid waste). There have been no injuries as a result of this issue.